Manufacturer narrative:
The technician found the latch was dirty and sticking. He cleaned and lubricated the siderail latch to repair the bed.

Event description:
Info rec'd indicates the right head siderail will not latch.